Manufacturer narrative:
Technician found bed in bed shop. Ground reading was erratic during p.m test due to broken ground wire. Rewired the cord to plug connections to resolve this issue.

Event description:
Info received indicated that the bed was working erratically. No injury alleged.